Event description:
Veress cannula used for superior lateral outflow portal during routine acl surgery broke intra-operatively. Broken off tip was noticed on routine post-operative x-ray 10 days later. Patient returned to operating room to remove broken tip.